Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera head sleeves were dislocated and the camera head fiber sleeve had become removed from the camera end during inspection for use involving an olympus camera head. There was no patient injury reported.